Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported having no stimulation/not feeling stimulation and had pain issues. The patient was going to have an MRI due to the pain issues, abnormal eeg, and further issues with the spine. The patient was assisted in putting the device in MRI mode. If additional information becomes available, a follow-up report will be submitted.